Manufacturer narrative:
Evaluation summary: devices (a&b) were returned with the blades gouged and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. All other information is the same for both devices.

Event description:
It was reported that the device was used during a coronary artery bypass graft, an error 5 was displayed. There was no pt consequence.